Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The reported device was returned and evaluated against the complaint. Visual inspection confirmed the strike plate to be fractured from the handle body. Impact marks were observed on the handle body, t-handle, and both sides of the strike plate. The orientation feature exhibits wear consistent with a multiple use instrument. The features of these fracture surfaces and mode align with those reported in summary on broach handles outlines that the broach handle weld failures presented in this summary have evidence of being impacted along the instrument¿s proximal body, possibly in an effort to dislodge the broach from the femur. These impact marks are consistent with marks typically created by extraction of the broach from the femur and do not suggest misuse. This action of impacting along the proximal body of the broach handle puts the weld under tensile load. The common failure mode for the broach handles presented in this summary is tensile overload failure of the welded strike plate. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the device fractured. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.